Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: right tube"), pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (no complications)") and genital haemorrhage ("abnormal bleeding") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 5 (B)(6)2007, (B)(6)2009, (B)(6)2011, (B)(6)2014, (B)(6)2016, and (B)(6)2008.). Concurrent conditions included overweight and menstruation delayed. On (B)(6)2014, the patient had essure inserted. In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and abdominal pain lower ("lower abdomen pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (surgical removal of coil(s)) and surgery (surgery to remove the essure implant on (B)(6)2017). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, dysmenorrhoea, weight increased and abdominal pain lower had resolved and the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure device was then advanced with successful placement of bilateral micro inserts, the procedure was then terminated, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: right tube"), pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (no complications)") and genital haemorrhage ("abnormal bleeding") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's past medical history included gravida ii and parity 5 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2011, (B)(6) 2014, (B)(6) 2016, and (B)(6) 2008.). Concurrent conditions included obesity and menstruation delayed. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and abdominal pain lower ("lower abdomen pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (surgical removal of coil(s)) . Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea, weight increased and abdominal pain lower had resolved and the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure device was then advanced with successful placement of bilateral micro inserts, the procedure was then terminated, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain . Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs +mr received. New reporters and reporter information added. Plaintiff demography added. . Plaintiff concurrent condition and laboratory data were added. Product indication added. New event pregnancy (no complications), abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), migration of essure device location of device: right tube, dysmenorrhea (cramping), weight gain, device ineffective, patient did not underwent essure confirmation test and abdominal pain lower were added. New reporter, patient information, concomitant and historical conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right tube'), perforation ('perforation') and pelvic pain ('pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included multigravida and parity 5 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2011, (B)(6) 2014, (B)(6) 2016, and (B)(6) 2008.). Concurrent conditions included overweight and menstruation delayed. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgical removal of coil(s) and surgery to remove the essure implant on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea, weight increased and abdominal pain lower had resolved and the perforation, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, perforation, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure device was then advanced with successful placement of bilateral micro inserts, the procedure was then terminated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. New event added: perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: right tube"), pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (no complications)") and genital haemorrhage ("abnormal bleeding") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 5 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2011, (B)(6) 2014, (B)(6) 2016, and (B)(6) 2008). Concurrent conditions included overweight and menstruation delayed. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and abdominal pain lower ("lower abdomen pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (surgical removal of coil(s)) and surgery (surgery to remove the essure implant on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea, weight increased and abdominal pain lower had resolved and the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure device was then advanced with successful placement of bilateral micro inserts, the procedure was then terminated, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right tube'), perforation ('perforation') and pelvic pain ('pain') in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included multigravida and parity 5 (B)(6) 2007, (B)(6) 2009, (B)(6) 2011, (B)(6) 2014, (B)(6) 2016, and (B)(6) 2008.). Concurrent conditions included overweight and menstruation delayed. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage ("abnormal bleeding"), depression ("depression"), anxiety ("anxiety"), vaginal hemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgical removal of coil(s) and surgery to remove the essure implant on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dysmenorrhoea, weight increased and abdominal pain lower had resolved and the perforation, pelvic pain, pregnancy with contraceptive device, genital hemorrhage, depression, anxiety, vaginal hemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, genital hemorrhage, menorrhagia, pelvic pain, perforation, pregnancy with contraceptive device, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: essure device was then advanced with successful placement of bilateral micro inserts, the procedure was then terminated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), device dislocation ('migration of essure device location of device: right tube'), embedded device ('embedded essure coil') and pelvic pain ('pain') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included multigravida and parity 5 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2011, (B)(6) 2014, (B)(6) 2016, and (B)(6) 2008.). Concurrent conditions included overweight and menstruation delayed. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown and the device dislocation, dysmenorrhoea, weight increased and abdominal pain lower had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure device was then advanced with successful placement of bilateral micro inserts, the procedure was then terminated. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: event embedded device added, event perforation updated to fallopian tube perforation. Reporter information and essure removal surgery added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.